Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the manifold drive. After replacement of manifold the unit is in good condition. A supplemental report will be sent if additional information is provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported during use on a patient, the cs300 intra-aortic balloon pump (iabp) had insufficient negative pressure occur. There was no impact on patient.